Manufacturer narrative:
The field service representative discovered the alinity I micron filter was clogged/obstructed of the alinity I processing module. Service replaced the alinity I micron filter and deemed the part to the cause for the module generating the false positive result. The module function was verified with a control run. The service history of alinity I processing module serial number (B)(6) verifies no subsequent issues have been reported related to false positive patient results after the current issue was identified. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues related to the current issue. Additionally review of complaint and trending data associated with the alinity I micron filter did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) or the alinity I micron filter was identified.

Event description:
The customer observed a false positive alinity I total -hcg result for a 38-year-old female patient with inflammation in the gynecological department. (Customer provided reference range: non-gravid: <5 iu/l) (B)(6) 2025, sid (B)(6) ,initial result = 932.33 iu/l, repeat result = <2.3 iu/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive alinity I total -hcg result for a 38-year-old female patient with inflammation in the gynecological department. (Customer provided reference range: non-gravid: <5 iu/l) on (B)(6) 2025, sid (B)(6), initial result = 932.33 iu/l, repeat result = <2.3 iu/l no impact to patient management was reported.